Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient stated their implant for their leg (first implanted) is not staying charged as long as it used to for the past couple months. Caller stated they used to charge once a week and now they're charging two or more times a week. Caller stated there have been times where the battery ran right down, and they almost didn't catch it in time to recharge it. Caller stated they have been more active lately but haven't adjusted their settings at all. Caller stated the battery is draining much faster than it used to noting that they just charged 2 days ago and are already down half the battery. Caller denied seeing any error messages or having poor coupling with recharging. The patient was redirected to their healthcare provider to have the system interrogated and consider reprogramming to extend recharge frequency. Caller noted hcp retired, so they see a nurse practitioner at the pain clinic. Caller mentioned that they may not need an arm implant in the future but will definitely need to replace the leg implant because they wouldn't be able to go without it due to the severe nerve damage.